Event description:
Customer reports of not being able to prime due to plunger in reservoir being filled with so much air that plunger cannot be pulled back. Customer's blood glucose was 320 mg/dl. Customer is very dissatisfied with products and states he has had to return them twenty times within the past two years. Some issues customer had were, reservoir leaking, infusion sets detaching, frustration with field reps, and difficulty in getting supplies. Customer was offered a letter of analysis regarding returned products. Customer was advised on how to receive emergency supplies when needed. Customer declined supplies as he states he had enough at the moment. Customer was transferred to csc principal technical specialist for further assistance regarding insurance and supply order. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was inspected and a pre-fill reservoir test was performed. The reservoir failed per inspection due to the transfer guard needle being occluded.